Event description:
The stent/balloon catheter was being advanced to the lesion in the rca. The lesion had been predilated. Upon advancement, it was noted the stent was no longer on the balloon. The balloon catheter was removed and the stent was noted to be in the rca proximal to the lesion. The physician went in with a non compliant balloon catheter and deployed the stent. No attempt was made to place any add'l stents.